Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued. - attachment: (B)(4)

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had difficulty charging the device on several occasions which resulted in low battery levels chronically. The ins subsequently failed. Diagnostic imaging and radiology studies demonstrated intact leads with no signs of breakage. The patient had a surgical procedure for removal of the failed ins and replacement of the ins. The leads were left intact for no concerns reported. The patient was reported to have no complications during the procedure. It was noted that the patient was originally implanted for chronic pain syndrome and the surgery was described as "t10 and t11 partial laminectomies for implantation of spinal cord stimulator leads at t8 and t9. Implantation of impulse generator in the left flank. No complications." The patient's medical history included chronic pain, htn, anxiety, depression and diabetes. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.